Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The 2008t hemodialysis (hd) machine passed all functional testing and the ultrafiltration (uf) checklist was completed with no noted issues. The problem could not be duplicated. The diasafe filter was replaced as it was due for a replacement; this was unrelated to the reported issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. During evaluation of the 2008t hd machine, the fst was unable to detect any problems. The 2008t machine was found to be working as intended and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to technical support that a fresenius 2008t hemodialysis (hd) machine removed too much weight from a patient. Follow up with the facility¿s charge nurse (cn) confirmed the machine experienced an ultrafiltration (uf) issue. The machine was programed to a uf goal of 3.0 kg, and yet, the machine removed 4.1 kg from the patient. The patient¿s pre-treatment weight was 107.8 kg, and their post-treatment weight was 103.7 kg. The same scale was used for both weigh-ins. The patient did not have any complaints or symptoms during or after their treatment. The cn confirmed there were no adjustments made to the patient¿s uf goal, rate, or time. The uf started at the initiation of treatment with no notable issues and it was not turned off at all during the treatment. Reportedly, there were no machine alarms during the treatment session. The patient was dialyzing with a fresenius optiflux 180nre dialyzer and was utilizing fresenius bloodlines. The patient was able to complete their 4-hour prescribed treatment without experiencing any adverse effects, and without the need for medical intervention. The patient is continuing their regularly scheduled treatment without any further problems. Following the event, the machine was pulled from service and onsite service was requested from a fresenius field service technician (fst). The onsite evaluation was performed by the fst and nothing unusual was found. The problem could not be duplicated. The machine passed functional testing and the uf checklist was completed with no noted issues. The diasafe filter was replaced as it was due for a replacement. The cn stated the machine was subsequently returned to service and there have not been any further issues with it.